Event description:
It was reported that the pump touch screen was cracked and unresponsive. Subsequently, the pump did not deliver insulin. Reportedly, the reason for the cracked screen was unknown. There was no adverse impact to customer¿s blood glucose level. Customer reverted to manual injections for insulin therapy.